Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device stopped operation during a procedure. No patient consequences have been reported.

Manufacturer narrative:
It was reported to the manufacturer that the dispatched field service engineer has replaced the power supply. Unfortunately, it had been discarded before the manufacturer could place a return request. Hence, the evaluation was limited to analysis of the written description and the electronic log file. The data recorded in the log confirm the user's report in general; it can be seen that a breakdown of the internal 12/24 v supply line occurred during the respective procedure. This caused an immediate shutdown of the device which is accompanied by a 30 seconds lasting alarm tone. Draeger finally concludes that the device has responded to a component failure as specified. Due to missing internal voltage supply the primus shut down and alerted the user to this condition. Manual ventilation using an adequate oxygen flow via the safety o2 valve remains possible in this state and can also be combined with volatile anesthetics but monitoring functions are no longer available. The exact mechanism of the malfunction couldn't be determined due to unavailability of the affected part. The respective field failure rate is stable on low level. No patient consequences have reportedly occurred.

Event description:
Please refer to initial MFR. Report no. 9611500-2016-00063.